Event description:
On (B)(6) 2012, the patient contacted animas, alleging the ok, up and down arrow keypad buttons were intermittently responsive and required multiple presses to elicit a response. The patient denied damage to the keypad and reportedly wore the pump under a garment, against the body. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 12/28/2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the ok, down, and contrast keypad buttons were intermittently unresponsive; the up button responded appropriately. During investigation, evidence of contamination was found under the ok, down, and contrast key contacts. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.